Event description:
During a check-out procedure at the manufacturer's service center, a failure of the ventilator's lcd was observed. The device was not in patient use. The device's lcd screen needs replaced to address the issue.